Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Cross-functional review identified that the console was the potential cause of the oscillating contrast issue on (B)(6) 2025. The user facility reported that a patient was implanted with an impella 5.5 experienced a placement signal not reliable alarm from the supporting automated impella controller. No patient harm was reported. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to h10 for the related report number.

Manufacturer narrative:
D9: added devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the root cause of the placement signal issue is a loss of light in the optical pressure measuring unit, likely due to intermittent bulb failure.